Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.